Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample or reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and found the tip clamp dirty and the tip clamp sleeve stuck in the up position. The fe replaced the tip clamp and cleaned the tip clamp sleeve. The fe ran and passed the user software checks without error. Repairs have returned this instrument to expected operation.